Event description:
Consumer recalls that she was wearing contacts prior to her son leaving, when her eyes became irritated, she removed her contacts and caused a tear of her cornea. She was seen and treated with antibiotics and steroids. She said her symptoms cleared initially, but soon came back. She says she was using the same lens solution that she 'd previously been using, when she had her first eye infection. Once again she was seen in the emergency room by her home. She was told that she had a "rare thing" that wasn't well known. She denies any cultures taken. But, was again prescribed more antibiotics and steroids. She noticed that the vision in her left eye started to decrease & she is still experiencing some blurriness post-treatment. She's since been refitted for contacts and is currently on medications. She says she does experience some pain on occasion, but not to the same intensity as what she had when being treated for an eye/corneal tear. She was advised to file this report regarding her past experiences.